Manufacturer narrative:
The generator was tested exactly as it was returned to us, no adjustments were done to the generator. No instruments were returned with the generator, so the generator was tested with a 5 mm, 33 cm, cutting forceps, the same type as was used when the problem occurred. A 10 mm, 33 cm cutting forceps was also tested. The devices performed with tones and asterisks dropping, as expected. The outputs were then tested and all voltages were within the MFR's tolerances. We were unable to confirm the reported problem. There were no problems found during our eval.

Event description:
During a laparoscopic assisted vaginal hysterectomy, while using pks lyons cutting forceps, 5 mm, 33 cm, the gyrus g400 generator stopped working. Excessive bleeding ensued and the surgeon had to remove an ovary to finish the procedure. The pt has recovered and is doing well.